Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the therapy connector and therapy to biphasic flex cable to resolve this issue. After observing proper device operation through functional and performance testing, the device returned to the customer for use. Physio further evaluated the removed parts, however further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device paddles lead ECG displayed severe artifact. In this state, the device may not have the ability to function in AED mode, and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device paddles lead ECG displayed severe artifact. In this state, the device may not have the ability to function in AED mode, and defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.